Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the haptic broke when the iol was unfolding in the eye. The incision was enlarged to facilitate removal and replacement of the iol.